Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced several issues. The patient reported not feeling stimulation, and the device charged faster than usual, taking only about 10 minutes instead of the standard 35 minutes. Additionally, the patient received a "power on reset" (por) message on their programmer device and an elective replacement indicator (eri) message on their recharger. The patient was guided through clearing the power on reset message on their patient programmer and was able to turn the stimulation on, confirming they could feel it. The patient was redirected to their healthcare provider to address the eri message and determine the next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.